Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A (B)(6) patient (gender unknown) received 100 ml of optiject 300 (ioversol), injected by an automatic injector at a flow rate of 2 ml/sec for a CT scan of the abdomen and pelvis on (B)(6) 2008. Concomitant medication included 100 ml of saline solution injected on the same day for the procedure. During optiject administration, the patient experienced injection site extravasation with hematoma. The patient was treated with flector (diclofenac) as an anti-inflammatory ointment. The final outcome was recovered. The reporter evaluated the case as non-serious.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2008. The injector was not evaluated by covidien service after this event occurred. A preventative maintenance was performed on this unit a year later and proper operation was verified.